Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease flat and wear abrasion. Leak test and microscopic analysis was performed which identified: device no leakage and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Unit does not leak based on the device analysis the final assessment is no issues found related with the manufacturing process.